Event description:
It was reported that the deep brain stimulation (dbs) patient experienced red blotchy skin around the implantable pulse generator (ipg) surgical site. While charging, the patient reported that her skin would become uncomfortably hot after about 15 minutes. The physician assessed that the patient developed an infection and was provided antibiotics. Patient is doing well.

Manufacturer narrative:
Correction to initial MDR in blocks: b1 and h11. Block d.2b; additional applicable product codes: mhy and pjs.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced red blotchy skin around the implantable pulse generator (ipg) surgical site. While charging, the patient reported that her skin would become uncomfortably hot after about 15 minutes. The physician assessed that the patient developed an infection and was provided antibiotics. Patient is doing well.